Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician noticed a strange noise coming from what seemed to be the motor of the driver during the procedure. They opened a second driver thinking it was the unit but discovered that the basket had separated from the catheter inside of the patient. As a result, the basket was removed with the use of a snare from the patient's fistula. There was a delay in treatment and no patient death or injury was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the basket separated was confirmed. Returned was a 5 fr ptd catheter assembly with a separated basket. Visual examination revealed that the catheter cable wire broke just before the proximal connector of the basket assembly. The catheter remained inserted in the sheath and was protruding from the sheath tip. Microscopic examination revealed that both broken ends of the catheter cable wires and the heat shrink material were jagged, stretched and twisted indicating a tear. Blood and biological material were also observed inside the catheter. No damage was observed with the sheath. The entire basket assembly appeared typical and the black pebax tip remained secured to the basket. A rotator from lab inventory was connected to the ptd catheter and the cable rotated as expected. The instruction booklet for this product lists warnings to ensure that the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. It also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1- cm /second is recommended when sharp radii are encountered. A device history record review was performed and it did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint. Based on the condition of the catheter cable wires at the break and the time of discovery, operational context caused or contributed to this event. No further action will be taken.